Event description:
It was reported there was an error code that displayed when booting up programmer. The power was cycled and the error did not clear. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to replicate the reported event; programmer powered on without an error, however errors were confirmed in the programmer error log records. Lem (link electronic module) printed circuit board assembly found out of electrical specification. Concomitant medical products: product ID: r2290 analyzer. (B)(4).